Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the information provided and without the device to analyze, a cause for the reported unintended movement of the clip and difficulty positioning/responding cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation, an anterior leaflet prolapse, and complex anatomy of an indentation on each side of the posterior 2 leaflet for a mitraclip procedure. During the procedure, there was challenges creating the transeptal puncture which required the use of an electric scalpel to make radio frequency to cross and was relatively sloppy. A mitraclip was implanted successfully medially on the anterior-2/posterior-2 leaflets. A second mitraclip was attempted to be placed, but the clip moved unintendedly by moving medially while the sheath went anteriorly and had difficulty responding. The mitraclip was retracted to identify the alignment of the blue line and the problem persisted, while removing the clip, the transeptal puncture was lost and the procedure was discontinued. The final mr was grade 2. There were no adverse patient effects or clinically significant delays reported.